Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The 5 x 30 mm foxcross balloon was advanced to the lesion without issue. The balloon was attempted to be inflated to 8 atmospheres (atm), but would not inflate. It was noted that the balloon was prepped per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty inflating the balloon was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the preparation of percutaneous transluminal angioplasty (pta) balloon section of the foxcross pta instructions for use to fill a syringe with equal volumes of contrast medium and normal saline. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.